Event description:
It was reported that the rod became detached from the arm of the rod inserter while in use on the pt intra-operatively. The rod was recovered. A different inserter was used to complete the surgery. No further incident was reported. No pt complications were reported.

Manufacturer narrative:
(B) (4): no product was returned for eval. A review of the device history records did not identify any applicable non-conformance to spec.